Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Fill volume: 360 ml. Flow rate: 6 ml/hr. Procedure: peripheral nerve block. Cathplace: left fascia iliaca block. Infusion start time: (B)(6) 2024 1202. Infusion stop time: (B)(6) 2024 1600. It was reported, ¿pediatric patient whose pain pump ran out eight hours before it was supposed to. The rate had been set and locked and the pump was delivering a higher rate since it ran out too quickly.¿ per additional information received on 16sep2024, the incident ¿resulted in increased pain which had to be managed by increasing narcotic and non-narcotic medications while patient was at home. Patient¿s mother called the hospital and spoke to the registered nurse (rn) regarding the situation. Medical doctor (md) was called for pain medications to help with increased pain patient was then experiencing.¿ oral medications prescribed were oxycodone, gabapentin, tylenol, and ibuprofen.

Manufacturer narrative:
The device history record for the reported lot number, 30252594, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 25-aug2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.